Event description:
Customer reported that his adc blood glucose monitor does not start after the blood sample was applied. Customer further reported subsequently experienced dizziness and then decided to go to the hospital. In the hospital, the customer was diagnosed with severe hyperglycemia and was treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.